Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice (hc) cassette. The hp was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Over one (1) inch air gap was noted in the patient line. The hp stated that they set up everything correctly and properly primed the line before starting therapy. Renal therapy services (rts) advised the hp to follow up with peritoneal dialysis registered nurse regarding air and missed therapy. Rts assisted with ending therapy and review proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information was available.